Event description:
It was reported that the gas module for air (drive gas) in the anesthesia machine generated a higher pressure than set. The alarm supervision of the anaesthesia system generated a high pressure alarm when the set high pressure alarm limit was exceeded and the system opened the expiratory valve in order release the pressure.